Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was intermittently going unresponsive and the screen goes black and then comes back up. After the system comes back up they get an error for memory full when it is not. There was no patient involved. Additional information received from a manufacturer representative reported that the error was actually a low memory error. The repr esentative checked the memory of the system and checked the ssd use percentage and both seemed fine at the moment. The issue was later reproduced when merging scans, adding at least 3 plans, and then going back a page to the merge page.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9736032r, and product ID: 9735737 software version: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that there was no failures found. The system performed as intended. (B)(4) are applicable to this analysis. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4) are applicable to this analysis additional information: exam review determined that with exams from site they were able to reproduce the symptoms that the site was experiencing. It was recognized that many of the exams were 1024x1024 size slices. While this is within protocol they have a significantly higher impact on memory usage and when combined with multiple exams of the same size or just many additional exams the memory error can easily be triggered in the planning section. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.